Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The evaluation experienced a "door not fully latched" messages, caused by a loose upper link screw. The condition was eliminated during evaluation by adjusting the screw, with the door performing as expected. The link screws were replaced during the repair process.

Event description:
It was discovered that a pump alarmed for "door not fully latched" alarms. It was also reported that there was no patient involvement.